Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings and/or usual results. The complaint was classified based on the original customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2016 at 16:21 when a blood glucose result of 124mg/dl was obtained using the subject device which the patient felt was elevated compared the symptoms of blurred vision, weakness and cold sweating which she was experiencing at the time the measurement was taken. The patient manages her diabetes with insulin (self-adjuster) she reportedly self-treated with juice and candy and felt better. The patient stated that her blood glucose was measured using another onetouch verio device with a reading of 93mg/dl on (B)(6) 2016 at 16:21. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the test strips were not expired. The csr walked the patient through a control solution test and the result was found to be within the specified range. Replacement products were sent to the patient. Although the patient stated that she experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged inaccurate subject meter results did not affect treatment options prior to the onset of these symptoms.